Event description:
The customer performed a blood glucose test and received a result of 59 mg/dl at 8:30 pm and took 3 glucose tablets. They began having headaches. They performed a test on a non diabetic friend and the result was 124 mg/dl. The customer retested and received a result of 132 mg/dl. On the way to the hospital they received a results of 101, 87, 67mg/dl. At the hosp yhey received a result of 87 mg/dl. The customer was given an IV and 2 shots for their headache and nausea. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.